Manufacturer narrative:
Potential lot numbers: 3246161, 3230578, and 3233460. Additional 510(k) number: k083641. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that the cuff of a portex® bivona® adult tts¿ tracheostomy tube was leaking after five hours in use. The tracheostomy tube was replaced with a previously used tracheostomy tube. There was no leaking observed once the previously used tracheostomy tube was placed. The reporter notes the issue might not be caused by patient anatomy or calcified plaque. No injury was reported.

Manufacturer narrative:
One portex® bivona® adult tts¿ tracheostomy tube was returned for analysis. Visual inspection of the device identified wear in the cuff on the underside of the curve. A leak was identified in the cuff. There were abrasion marks surrounding the cut/tear in the cuff. Other areas of the cuff did not exhibit abrasion marks. The lot passed a 100% leak test performed by manufacturing and a sample leak test inspection by quality. The investigation could not determine what caused the abrasion marks on the cuff.